Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-09414.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 47 mg/dl. The customer stated that the sensor glucose readings were inaccurate. He stated that on the first day, the sensor was fine but on the second day, the insulin pump was confused. He noted that the insulin pump's blood glucose readings and the sensor glucose readings were off by about 43 units. He stated that he saw the unit difference and corrected with insulin; the sensor became stuck on a high sensor glucose reading but he experienced low blood glucose. He was treated and then released. Nothing further reported.